Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 310 mg/dl at the time of incident. The customer performed plunger push and the insulin did not exit through the tubing. The customer assembled a new infusion set with the current reservoir. The customer performed plunger push and the insulin did exit the tubing. The infusion set will be returned for analysis.